Event description:
Reporter noted a tear present at 6 o'clock, which extended all the way to 3 o'clock while trying to trim the peripheral vitreous with probe. Pars plana vitrectomy with scleral buckle and laser gas fluid exchange completed.